Event description:
It was reported that during device change out, after the chronic lead was connected to the new device, noise was observed on the rv egm after dft testing and successful termination of vf. Noise oversensing caused the device to charge again. The noise was not reproducible with manipulation. The new device was replaced and the lead explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.